Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no patients profile in pyxis after epic. A technical support specialist (tsc) confirmed that the customer recently converted the host systems from meditech to epic. Tsc advised the customer that the meditech patients and orders were needed to resent through epic and found that the reports were not accurate, so they updated the filters for reports to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using then bd pyxis¿ es refrigerator, there was no patients profile in pyxis after epic. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.